Manufacturer narrative:
(B)(4): myocardial infarction.

Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. The following day the pt suffered a mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was probably related to the study stent.